Event description:
Revision surgery required. It was reported, "revision peri prosthetic fracture of osteonics omniflex stem with subsequent removal of stem".

Manufacturer narrative:
As part of a quality system improvement plan, (B) (4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B) (4) from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4).